Manufacturer narrative:
This report is submitted on august 6, 2018.

Event description:
Per the patient's surgeon, following a post-implantation measurement, the tip of the electrode array was found to be folded over and subsequently no nrt traces were measured. There are plans to explant the device and to reimplant the patient with a new device, however, this has not occurred as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted (date not reported). The patient was not reimplanted with another device.

Manufacturer narrative:
This report is filed on september 24, 2018. (B)(4).